Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt was admitted with a driveline infection the previous week and was discharged on oral antibiotics, but drainage came back. Pt was re-admitted for IV antibiotic treatment.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.